Event description:
Customer reported to umano representative that there is a delay in the bed exit monitoring system's detection when the bed alarm is triggered. There was no further adverse consequence associated with the event.